Manufacturer narrative:
Product investigation is in progress

Event description:
(Discomfort at the site of use, the cervix). Cervix, (pain) and inflammation [cervix inflammation] (discomfort at the site of use, the cervix.) Cervix, pain (and inflammation.) [Uterine cervical pain] discomfort at the site of use, the cervix. (Cervix, pain and inflammation.) [Vulvovaginal discomfort] their quality is terrible- tampon [product quality issue] the paper comes undone in the cervix [device breakage] discomfort at the site of use [medical device site discomfort] case narrative: consumer reported via phone that she had pain, inflammation and discomfort from tampon use. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Discomfort at the site of use, the cervix). Cervix, (pain) and inflammation [cervix inflammation]. (Discomfort at the site of use, the cervix.) Cervix, pain (and inflammation.) [Uterine cervical pain]. Discomfort at the site of use, the cervix. (Cervix, pain and inflammation.) [Vulvovaginal discomfort]. Their quality is terrible- tampon [product quality issue]. The paper comes undone in the cervix [device breakage]. Discomfort at the site of use [medical device site discomfort]. Case narrative: consumer reported via phone that she had pain, inflammation and discomfort from tampon use. No serious injury reported.